Event description:
The treating physician reported that the possible cause of the event may be due to the pulse generator being too thick. The patient was re-implanted with the smaller version of the vns pulse generator.

Event description:
While researching device tracking information, manufacturer became aware of a pt who was explanted in less than two years from the time of initial implant. Further follow up revealed that the pt's ncp system was explanted due to migration and concern that the device would erode through the skin. The pt was reimplanted approx three months later.